Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received a (B)(6) result for one patient sample tested with the elecsys anti-hav gen. 2 assay on a cobas 8000 e 602 module. The patient sample resulted in (B)(6). This result was duplicated (no specific value provided). The (B)(6) value was reported outside of the laboratory to the attending physician. The patient received the astra zeneca covid-19 vaccination approximately 7 to 8 weeks prior to (B)(6) 2021 and the customer questions whether this may have cross reacted with the (B)(6) assay. The patient was not vaccinated against (B)(6) nor had any symptoms of disease. The serial number of the e 801 analyzer is (B)(4).

Manufacturer narrative:
One sample was sent for investigation and checked on cobas e 801. The customer's a-hav and a-hav igm results could be reproduced. Further assessment is not possible with available information and measured results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Further investigations of the patient sample determined it contains an interferent against the ruthenium component of the anti-hav assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur."